Manufacturer narrative:
The device was not returned to the service hub; therefore, we were unable to conduct a visual inspection or any functional testing. We conducted a review of the device's 12-month service history, which showed no previous occurrences of similar events. As a result, we could not replicate or confirm the reported issue. D9 - device available for evaluation: no.

Event description:
A complaint was received regarding a plum duo that reported that the device had a unit unexpected shutdown on patient during transferring of patient.

Manufacturer narrative:
The device has been requested for evaluation- it has not been received. The investigation is pending.